Event description:
It was reported that, during the photoseletive vaporization of the prostate procedure, while using the fiber it got dislodged. The fiber was replaced. There were no complications to the patient or the user.